Manufacturer narrative:
An investigation has been opened to review device history record, risk documentation, and case imaging. A follow-up report will be submitted upon completion of the investigation. This complaint is being reported because the patient reportedly experienced serious injury during a procedure where a manta was used for closure of femoral access. The patient required medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. Dissection or stenosis or occlusion of vessel resolved with contra-lateral balloon or covered stent at time of same interventional procedure - reportable rationale: necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure with "permanent" being defined as irreversible impairment or damage to a body structure of function, excluding trivial impairment or damage. Use error has been identified as a contributing factor in this event. The manta instructions for use step 5: deploy device and seal puncture instructs the user "while maintaining light tension as indicated by the yellow/green to full green indicator, grasp the blue lock advancement tube. Lightly slide the blue lock advancement tube down the suture and advance the radiopaque lock distally to secure the implant (figure 16), maintaining constant tension (indicator showing green) on the manta closure handle with the right hand. While maintaining the position of the blue lock advancement tube, increase tension on the manta closure handle slightly, until an audible click is heard. Relax upward tension on the manta closure handle. Slide the blue lock advancement tube up the suture and out of the puncture tract. Observe the puncture site and confirm hemostasis." The manta instructions for use lists potential adverse events related to the deployment of vascular closure devices including ischemia of the leg or stenosis of the femoral artery.

Event description:
The patient had a transcatheter aortic valve replacement (tavr) on (B)(6) 2020. The patient's femoral artery was reported as 7.3 mm in diameter and no calcification. Femoral access was obtained using ultrasound guidance and sheath angiogram. Manta deployment depth was measured at 4.0 cm + 1.0 cm. The heart valve was delivered using a 14f sheath. The reporter stated there were no difficulties advancing or withdrawing procedure sheaths. The reporter also stated that during manta 14f vascular closure device deployment, the operator pushed down too hard when advancing the lock advancement tube. Hemostasis was reported to have been "immediate." An angiogram was taken after manta deployment and reportedly showed an occlusion due to collagen in the femoral artery. The area of occlusion was ballooned using a 7.0 x 40.0 mm balloon. The angiogram that was taken after the area was ballooned shows, what was reported to be, the manta toggle sitting at a right diagonal angle with collagen to the left of the toggle in the femoral artery appearing to occlude the vessel by approximately 50%.the operator was happy with the results achieved from ballooning the occluded area and the patient's pulses were reportedly "good." The operator was in training with manta; this case was the operators 5th manta deployment.

Manufacturer narrative:
As noted from the report, manta was deployed successfully and hemostasis was achieved immediately although the operator reportedly pushed very hard on the lock advancement tube. Post-closure angiogram revealed an occlusion. A balloon inflation restored blood flow. The angiograms were reviewed by essential medical and confirmed the presence of an occlusive dissection. Therefore, the root cause of the stenosis is likely due to a dissection. Dissections are a common large bore procedural complication; therefore, it cannot be concluded to have been caused during the procedure or by the manta device. The dissection may have been caused by the rough advancement of the lock advancement tube. The following adverse event related to the deployment of vascular closure devices has been identified in the IFU: ischemia of the leg or stenosis of the femoral artery; and local trauma to the femoral or iliac artery wall, such as dissections. The risk documentation was reviewed, and this is a known risk. The occurrence rate for this type of incident remains below current risk documentation acceptable levels. DHR documentation was reviewed and no issues were found. Based on the information reviewed, there appears to be no product quality issue with respect to manufacture, design, or labeling.